Event description:
Customer reports one incident of a cracked header with a CT 190g dialyzer, which occurred during a patient treatment. The treatment was discontinued with an approximate blood loss of 200-300cc. The treatment was resumed with a new dialyzer and completed without incident. No patient injury or medical intervention reported per customer.